Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient came to the hospital one month post implant with a suspected infection. Liquid and pus were coming out of the pocket incision site. A culture confirmed the infection. A drainage was placed and the patient was discharged. Progress on the infection was noted to be good. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remain in service and no additional adverse patient effects were reported.